Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. The patient did not return for any follow-up visits since the time of implant. It was reported that on an unknown date the patient presented to the hospital with a contained ruptured aneurysm. The aortic neck was found to have dilated to 40 mm in diameter. This caused the bifurcated stent graft to migrate into the aneurysm sac with a proximal type I endoleak present. The decision was made to explant the top portion of the stent graft and it was replaced with a dacron graft which was sewn onto the body of the stent graft and to the aorta. The remainder of the bifurcated stent graft and the iliac limbs were intact and were left in place. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak, aneurysm rupture. Disease progression. Conclusion: stent graft migration, endoleak, aneurysm rupture. Disease progression.